Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher).

Event description:
Medtronic received information that during coiling treatment of small ruptured internal carotid ¿ posterior carotid (ic-pc) cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The physician decided to remove the coil and new coil was used to continue the procedure. The procedure was completed without further issue. Four coils were implanted prior to this without any issue. No patient injury was reported.